Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1613c124ee , s/n: (B)(4); use by date: 31-aug-2017; upn # (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 24mm (14mm in length with 94 degree angulation) abdominal aortic aneurysm. It was reported that at the five-year follow-up the physician decided to explant the stent graft because the aneurysm was 12cm in diameter. There was no endoleak noted and the stent graft was well connected to the proximal and distal necks. There was a large sac with no thrombus, but filled with yellow liquid like plasma. It was reported that the physician cut the stent graft and left the proximal and distal edges in the patient because they were well connected to the artery. The endurant was replaced with anther manufacturer¿s device. Per the physician, they felt like it was possible that the stent graft has a different porosity which they determined to be a type IV endoleak, because what they saw seemed like a transudation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Internal film review: the cause of the aneurysm expansion could not be determined from the limited films provided. Films from just prior to explant were not available for review, and the explanted device had not been returned for analysis. A CT-3d film report from 3+ years post-implant revealed that the bifurcate was positioned 6mm below the lowest renal artery. No clear endoleak was observed from this film report. Just distal to the stent graft the right common iliac artery was acutely angulated laterally ~90 deg, and contrast was seen just outside the right limb. However, it is unclear if the contrast extended into the distal aaa sac. It is possible that the reported yellow plasma-like liquid seen in the aaa sac during the open repair was an indication of a type v endoleak; endotension. Accumulation of gelatinous material within the aneurysm sac has been described in various papers for stent grafts explanted due to endotension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the one year follow up CT showed slight aaa enlargement, however there was no visible contrast in the aneurysm sac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received for this case: it was reported that approximately 3 years post index procedure a reintervention was performed where an additional endurant limb was implanted for aaa enlargement. If information is provided in the future, a supplemental report will be issued.